Manufacturer narrative:
Please note that this event was previously reported via manufacturing report number 9616099-2016-00317. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available. (B)(6). Please note that exact patient codes are not available for stress and anxiety and no code available was sued. It was reported that approximately two months after an optease vena cava filter was placed, an unsuccessful attempt was made to retrieve the filter because the filter along with retrieval hook had endothelialized against the wall of the inferior vena cava. Approximately seventeen months later another unsuccessful attempt at removal was undertaken, details of the procedure were not provided. The patient's doctor recommended against removal as the tendency of this optease filter to widely endothelialize made the risk of removal too great. The initial indication for the implant was left leg deep vein thrombosis, originally the patient was considered for thrombolytic therapy, but due to an incidental finding of large volume inferior vena caval thrombus, placement of the filter was recommended. The device was implanted via the right jugular vein and placed supra-renal, the tip was placed intrarenal with the retrieval hook pointing caudally as required. Additional information indicated that there was device tilt, migration, and the filter was embedded in the wall of the ivc. The patient profile form also indicated the following ¿tilting, embedment and migration of the device. These injuries have caused emotional distress, mental anguish, anxiety and stress.¿ the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films to review, the reported tilt, retrieval difficulty, migration and adhesion to the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Emotional distress, anguish, anxiety and stress do not represent a device malfunction. At this time, there is nothing to suggest these the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, approximately 2 months after an optease vena cava filter was placed, an unsuccessful attempt was made to retrieve the filter because the filter along with retrieval hook had endothelialized against the wall of the inferior vena cava. Another unsuccessful attempt at removal was undertaken 7 months later. The patient's doctor recommended against removal as the tendency of this optease filter to widely endothelialize made the risk of removal too great. Additional information was also received that there was device tilt, migration, and filter embedded in the wall of the ivc. The following is additional information received per the patient profile form¿tilting, embedment and migration of the device. These injuries have caused emotional distress, mental anguish, anxiety and stress. According to medical records received, prior to filter placement, the patient was under consideration for thrombolytic therapy and was accidentally found to have a large volume inferior vena caval thrombus, for which filter placement was advised. The optease filter was placed with the tip intrarenal, with the retrieval hook pointing caudally as required.